Event description:
It was reported during a bph procedure @56,022 joules; "fiber tip detached" was noted. The procedure was completed with an alternate procedure; turp. Patient outcome: " no injuries" to the patient was reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the metal and glass caps are detached and returned; the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe char on metal surface; it was also noted the fiber exhibits circumferential fracture at proximal side of fiber/glass cap fusion zone within the outer flow tubing open end; the fiber proximal to fracture can rotate independently of the outer flow tubing; the outer flow tubing exhibits signs of melting at the location of fracture and appears folded inward at different locations; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended: 8 minutes.the fiber tip was cleaned during the procedure.